Manufacturer narrative:
Unit was received with cracked and cap, scratched display window, cracked battery tube threads, and scratched reservoir tube window. Drive support disk was inspected and no anomaly was noted. Unable to verify prime anomaly due to cracked and cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose of 260 mg/dl, her insulin pump is not delivering insulin during priming and the drive support cap is sticking out. Nothing further was reported.